Event description:
It was reported that pump experienced malfunction alarm malf 16 that could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to stop using pump, switch to multiple daily injections as backup insulin therapy, place pump in storage mode, and return pump using prepaid label, while technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.